Manufacturer narrative:
Medical device lot #: 8241181 was reported, however, that is not a manufactured lot# for this product line. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check for label information missing (expiration date) due to unknown lot number. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for label information missing (expiration date) due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the box label information is missing with a bd 1ml ultra fine¿ insulin syringe. The following information was provided by the initial reporter: it was reported that there is no expiration date or copyright date on any of the boxes.